Event description:
A consumer implanted for spinal pain reported that starting six weeks ago one day they had their regular pain and the next day their pain pattern changed to their right side, both legs, and both ankles resulting in excruciating additional pain. Prior to implant the consumer's pain was only on the left side and never on the right. There were no traumas or falls reported related to this issue. Stimulation was adjusted but it didn't resolve the issue. The consumer met with the manufacturer's representative (rep) who reprogrammed the stimulator but it didn't cover the pain. In order to make everyday tasks possible the consumer purchased: canes, a bed assist rail, a rolling walker, and a shower chair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.